Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2014 to the lower abdomen using a coolcore applicator, on (B)(6) 2014 to the upper abdomen using a coolcore applicator and the arms using a coolfit applicator, and on (B)(6) 2014 to the back fat (flanks) using a coolcurve+ applicator. The patient also had non-coolsculpting sculptor plus (maximus) treatments during this time that included the abdomen on (B)(6) 2014, the arms on (B)(6) 2014 and the back fat area (flanks) on (B)(6) 2014. The patient developed paradoxical hyperplasia (pah/ph) on (B)(6) 2014, diagnosed in the arms, back and upper and lower abdomen on an unspecified date. The tissue was described as hard firm fat bulges.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2014 to the lower abdomen using a coolcore applicator, on (B)(6) 2014 to the upper abdomen using a coolcore applicator and the arms using a coolfit applicator, and on (B)(6) 2014 to the back fat (flanks) using a coolcurve+ applicator. The patient also had non-coolsculpting sculptor plus (maximus) treatments during this time that included the abdomen on (B)(6) 2014, the arms on (B)(6) 2014 and the back fat area (flanks) on (B)(6) 2014. The patient developed paradoxical hyperplasia (pah/ph) on (B)(6) 2014, diagnosed in the arms, back and upper and lower abdomen on an unspecified date. The tissue was described as hard firm fat bulges.